Event description:
It was reported that during insertion the guidewire got caught in the vein. When the guidewire was finally removed, it had unravelled, leaving a 1.5cm piece inside the patients arm. The patient is now in the hospital and awaiting further examination by the vascular surgeons.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.